Event description:
It was reported that the device had trouble with telemetry and was unable to be interrogated. Recently, the entire system was explanted due to sub-optimal positioning.. No additional adverse events were reported.